Event description:
Additional information was reported that the patients cause of death was cardiorespiratory failure, pulseless electrical activity, atrial fibrillation and breast cancer.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.